Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was for MRI guidelines. During the call the patient reported they needed a hysterectomy and went to the doctor who did their second implant surgery. The patient reported on the date of their implant surgery the doctor "clipped an artery on the way out" and they "almost died." They didn't notice that this occurred until the patient was in the recovery room and then someone saw that there was blood in the bed and "five units of blood later" they had to have an indwelling catheter placed for six months. Due to this incident the patient did not want to go back to that doctor so they did not have their implant properly setup. The patient "tried to pursue a recovery strategy but no one was interested." The reported event was documented and then the patient was provided MRI guidelines information. The patient was told by the MRI facility that their devices need to be charged but their 3037 programmer takes batteries. Programmer vs. Handset/communicator was reviewed. MRI guidelines were emailed to the patient to provide to the MRI facility per the patient's request.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.